Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported the patient's controller would use both batteries at the same time, showing only one led bar for both batteries on the battery gauge. There was no reported patient injury related to this event. The controller was taken out of use and a new controller was issued to the patient. The reported controller was returned to the manufacturer and evaluated. Upon evaluation the returned controller passed visual inspection and functional testing. Log file review revealed no controller related alarm. The root cause for the reported event cannot be conclusively determined as no failure could be detected for the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation the instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the controller would pull power from both batteries at the same time. The patient was only alerted of this condition when both battery gauges would show 25% charge capacity simultaneously. The perfusionist performed a controller exchange. The controller was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.